Manufacturer narrative:
The device was returned and evaluated by the supplier. The supplier's evaluation found that the transmitter was cracked. The transmitter cover, transmitter switch and dome plug were replaced. The supplier determined that the reported issue was the result of improper handling of the device. The lot number has been provided and a review of the device history records will be performed. We anticipate that the review will confirm that the device conformed to the required specifications prior to distribution. If anything out of the ordinary is determined a follow up report will be filed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Manufacturer narrative:
The 510(k) #'s: k061876 & k050739. (B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
It was reported that the valve didn't program correctly. A backup programmer was used to complete the procedure. It was reported that there was a delay of greater than 30 minutes in the procedure. However, there was no reported adverse outcome to the patient.